Manufacturer narrative:
The device was returned and the evaluation found the following: due to a cut on bending section cover or distal sheath rubber, water tightness is lost; objective lens has foreign objects; and the video connector case has a scratch. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the videoscope objective lens had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that could not be completed at the facility before the device was sent to olympus due to the effect of leakage. A further cause of the leakage could not be presumed. As to reprocessing procedure of cyf-vh, there was description in the [cysto-nephro videoscope olympus cyf-vh olympus cyf-vhr reprocessing manual]. It may prevent from indicated phenomenon. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.